Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side cart (psc) proximal set up joint (suj) to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported experiencing multiple errors with universal surgical manipulator (usm) 2. The customer stated that the recoverable fault directs them to reboot the system to clear the error. The tse checked error logs and confirmed error 23087 on usm 2. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The initial reporter confirmed that the issue was identified during the start of the procedure. The error was not resolved after powering down. Same patient side cart was used for procedure. They moved arm 2 out and used a different arm to finish the case. Procedure was completed robotically. No injury or harm identified. The patient side cart (psc) proximal set up joint (suj) was evaluated by the failure analysis (fa) team. In artemis, error 23087 was found indicating a hall edge to encoder error on the suj vertical. It was coupled with error 23007 indicating high command velocity during wiggle test thus confirming that the faults occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system in normal mode where it triggered error 23087 at startup and in the logs along with errors 23007 and 26015 thus replicating the reported event. The unit was then installed on a psc fixture test platform (pftp) where it passed all relevant tests with no log errors however, there was a knocking sound when exercised heard inside the cfs. As a result of these findings, failure analysis concluded that the cfs motor stator is consistent with the reported problem and considered the potential root cause.

Event description:
Refer to h11 for follow-up information.